Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported that during lasik treatment, the eye tracker turned off. No information was provided regarding the status of the patient. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the system history showed that the laser was successfully verified prior to, and after the date of treatment. The technical, on site investigation shows that the device met the specifications. The root cause cannot be determined conclusively. (B)(4).